Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - guides/ sleeves/aiming/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal radius. In the surgery, the screw of the guiding block broke. The broken part of the screw stuck to the hole of the plate and could not be removed. The surgeon gave up using the plate and used another new plate. The surgery was completed with no surgical delay. No further information is available. This complaint involves two(2) devices. This report is for (1) unk - guides/ sleeves/aiming. This report is 2 of 2 for (B)(4).

Event description:
This report is for one (1) guide block for 2 column plate 6 hole head/left.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the guidingblock f/2-column dist-rad-pl2.4 6 (product code: 03.111.601 lot number: 10-3114) is broken from the fixing screw. A dimensional inspection was not performed for the guidingblock f/2-column dist-rad-pl2.4 6 (product code: 03.111.601 lot number: 10-3114) due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for guidingblock f/2-column dist-rad-pl2.4 6 (product code: 03.111.601 lot number: 10-3114). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.111.601, lot # 10-3114, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 08 jul 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - guides/ sleeves/aiming/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of distal radius. In the surgery, the screw of the guiding block broke. The broken part of the screw stuck to the hole of the plate and could not be removed. The surgeon gave up using the plate and used another new plate. The surgery was completed with no surgical delay. No further information is available. This complaint involves two(2) devices. This report is for (1) unk - guides/ sleeves/aiming. This report is 2 of 2 for (B)(4).